Event description:
It was reported the device was explanted and replaced due to sensing difficulty. The r-wave was reported to be variable. It was < 2mv on paper and test, but device then showed 8 mv. A possible header issue was questioned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found.